Event description:
It was reported that the patient had a revision of the implantable neurostimulator (ins) system due to a malfunction. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v391769, serial# implanted: 2010 (B)(6), explanted: product typ lead product ID 3037 lot# , serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).